Event description:
It was reported that "right in the middle of a difficult stent placement, they got an offset error, open system. They continued the case by inflating by hand." There were no adverse effects to the patient reported.